Event description:
It was reported that a death occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were used. The was and wds were positioned in the laa. While the device was being deployed from the sheath, but before the closure device was released the physician re-adjusted their hands. During that re-adjustment the device moved forward and perforated the laa. This perforation became a pericardial effusion with tamponade. The patient required surgery to fix the hole and the physicians then planned to remove the device. On (B)(6) 2018 following post-surgical repair the patient was still not waking up. Brain function was minimal post-surgery and at this time the family decided to stop supportive therapy. The official cause of death is listed as respiratory arrest.